Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (f1532306) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available a supplemental MDR will be filed

Event description:
It was reported that sealant was noted to be stuck on the tamp tube following an attempted deployment of the mynx ace vascular closure device. The device was pulled back to achieve temporary hemostasis and button #1 was pressed to deploy the sealant. The doctor then pressed button # 2 to compress the sealant against the arteriotomy. The device was subsequently laid down for the swell period. Then after sliding button # 3 back and removing the device from the patient, it was noted that a good chunk of the sealant was still on the tamp tube. Manual compression was held for 30 minutes or less to achieve hemostasis as it was unknown if the sealant made it all the way to the arteriotomy. The patient was discharged normally and hospitalization was not prolonged as a result of the mynx event. Procedure type: diagnostic stick location: medium.

Manufacturer narrative:
(B)(4). The returned device was visually inspected and it was noted that the device was received with no sign of the sealant on the distal tip or on the tamp tube. Investigation revealed that button # 3 and the balloon had been retracted completely. The review of the lot history record (lot f1532306) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the provided information, the investigation performed, and no returned sealant for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed.